Event description:
The ge oec 9800 fluoroscopy system displayed an x-ray switch stuck error message on system boot up. The hand and foot switches were removed and re-attached and a similar issue occurred again. After a re-boot, the system functioned normally with no recurrence of the malfunction.

Manufacturer narrative:
A ge oec service representative investigated the issue and there is no entries as to any significant issues. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.